Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint is confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that after a gastroduodenal artery (gda) embolization fem closure was needed. The involved 6fr angio-seal device sheath and arteriotomy locator would not click together and assemble correctly. The closure was done successfully with some manipulation from the physician. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on 14 dec 2023: there were no reported difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The blood loss was less than 250cc's.there were no concomitant devices used with the angio-seal. There was no tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. The user attempted to mate the locator and hub a repeated undisclosed number of times. Report was it did not click into place from the beginning. It would not click into place. The separation occurred prior to angio-seal delivery with the sheath and locator assembled prior.